Event description:
It was reported while using two bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor serum separation after centrifugation. No patient impact or medical intervention was reported.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination for all gel defects and the issue of poor barrier separation was not observed. Complaints for sample quality are under statistical control for the month of july 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of poor barrier separation based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.